Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, the customer had a seizure. A manual insulin injection was used to address bg. Reportedly, the customer's cartridge had ran out of insulin. Additionally, the customer did not fill the infusion set tubing with insulin. Tandem technical support guided the customer in filling the tubing with insulin. Recommendation was made to consult with a healthcare provider to discuss diabetes management.